Event description:
It was reported the intra-aortic balloon pump (iabp) had several helium loss alarms during transport. There was no report of patient complications, serious injury or death. The field service agent (fsa) was called in to service the pump. A helium leak test was ran on the pump for 1 hour and the fsa was unable to duplicate the alarms. A functional check out was performed and the pump checked ok.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned for investigation. The reported complaint of iabp helium loss alarm is not able to be co nfirmed. No part was returned to teleflex chelmsford for investigation. A teleflex field service engineer inspected the pump and could not duplicate the alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon pump (iabp) had several helium loss alarms during transport. There was no report of patient complications, serious injury or death. The field service agent (fsa) was called in to service the pump. A helium leak test was ran on the pump for 1 hour and the fsa was unable to duplicate the alarms. A functional check out was performed and the pump checked ok.